Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer will reach out to their hcp to obtain a backup method of insulin therapy.